Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received a burn not related to the deep brain stimulation (dbs) and required skin graph. While performing the skin graph, the surgeon damaged/cut the extension going to the deep brain stimulation (dbs) device. The broken wire is now penetrating the skin. There is no diagnostic or troubleshooting performed and surgical intervention is planned/scheduled for (B)(6) 2021. The patient's medical history includes essential tremor and skin burn. Additional information was received from a manufacturer representative (rep) reporting they are not able to see the patient and verify the devices as the patient was diagnosed with covid.

Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. The serial number of the implantable neurostimulator (ins) and extension related to this event could not be verified as the patient was diagnosed with covid. If information is provided in the future, a supplemental report will be issued.